Manufacturer narrative:
Samples received: 6 unopened pouches (to analyze this case and (B)(4)). Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received six closed units of the involved code-batch to analyze the (B)(4) and this case. Tightness test to the samples received has been performed and all units are tight. All closed samples received have been opened and removed from the pack and no defects have been found. Thread surface is correct and the usual one (see enclosed picture). Knot pull tensile strength of the units received has been performed and the results fulfil the requirements of the european pharmacopoeia (ep): 1.51 kgf in average and 1.35 kgf in minimum (ep requirements: [?] 0.97 kgf in average and [?] 0.49 kgf in minimum) we have also tested the linear pull tensile strength of the samples received and the results are 2.91 kgf in average and 2.70 kgf in minimum. These results are correct and usual values for this thread and size. There are no european pharmacopoeia (ep) and united states pharmacopeia (usp) limits for this test. On the other hand, we have tested the knot security control of the samples received and the results are into the current range for this thread and size. Furthermore, the knot running strength test of the samples received has been performed. This test calculates the necessary strength to run down the knot. The sutures are used to simulate a knot and the strength is calculated. Roughness is calculated from the knot running strength. Roughness results conducted on all the samples received are into the current range for this thread and size. Differences are not found. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Incident: case description: surgery department reported complaint regarding novosyn 4/0 ligature c0058664, batch/lot 117144. The suture thread is breaking along the knot, and also in the middle, suture is too "fragile", knot run-down is not smooth, but gets caught. Using material, which breaks instead of tying, is unsafe for the patients.